Event description:
Reporter stated that caller from account reported a free flow of solution from a source into the final container immediately after a new transfer set was installed and before the unit was programmed. The reporter questioned the caller about prestretching tubing and turning rotors. She did not know whether the tubing had been prestretched, but the account did not turn rotors. The reporter instructed the caller in proper installation procedures. Turning the rotors resolved the free flow issue. Therefore, the unit was not swapped out. No pt involvement. 10/23/96.